Event description:
It was reported by the customer stating that during a breast biopsy, as they tried to cock their holster, the pad on the left broke off. They attempted to take samples then received the l3-015 error code. They changed probes took additional samples, then received the l3-018 error code. They completed the case with no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable and firing lever. Part replaced that was unrelated to the customer complaint was the safety latch. After servicing, the unit passed all qa testing processes. Complaint information is trended on a regular basis to determine if further investigation is warranted.